Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: a brand, is not chipped, but has a cracked wire inside.

Event description:
It was reported that an unspecified bd syringe experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: a brand, is not chipped, but has a cracked wire inside.

Manufacturer narrative:
Additional information received from the customer has indicated that the device involved with this incident is not a bd product. This complaint and the initial report, (MFR report # 2243072-2020-02119), may therefore be disregarded.